Event description:
It was reported the patient received inappropriate shocks due to a suspected fractured ventricular lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. The primary analysis finding noted the proximal conductor was fractured (in-vivo) flexed.

Manufacturer narrative:
(B)(4).

Event description:
Noise was also noted. No further patient complications were reported as a result of this event.